Manufacturer narrative:
The reported events for lead abrasion and noise were confirmed. As received, a complete lead was returned in one piece. Analysis found the inner insulation was abraded at the middle region of the lead at 25.3 cm from the connector pin. The cause of the reported events was due to inner insulation abrasion.

Event description:
Related manufacturer reference number: 2017865-2021-15717. It was reported that the patient presented for a device replacement due to eri. Upon review, it was noted that the atrial lead exhibited noise likely due to abrasion which was visible during device replacement. In the process of explanting the atrial lead the right ventricular lead dislodged. Both the atrial and right ventricular leads were explanted and replaced. The patient was in stable condition.